Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that their implantable neurostimulator (ins) has moved up about 1.5-2 inches from where it was implanted. The patient noted that there was no trauma or falls that could be related to the issue. They mentioned that the issue occurred about a month ago. No further complications or patient symptoms were reported or anticipated.